Manufacturer narrative:
The device was not returned, so no analysis was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred preoperatively during the select patient/acquire scans task and caused no delay to the surgery. It was reported that the site got a message saying, "not optimal for stealth". When checking the error, it said "non valid dicom slices were discarded". The site ended up using the brainlab navigation system to perform the surgery. There was no impact on patient outcome. An initial review of archive was done, review was done on mr showing as 166 slices in summary page on import. It was noted that even in a dicom viewer, only 165 slices appear in the volume. Further review was done in dicom browser for header data and it was noted that there is a secondary image embedded under mr series 30100 which may have been part of the initial 166 image count. The software engineering investigation revealed that the mr included an embedded secondary image to be part of the initial 166 image count. The navigation device's software is designed to remove such extraneous items upon import, and to notify the user when this occurs. In this case, the exam is expected to be safe to use provided the user confirms that the exam looks correct and no exam data slices are missing.